Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium, was used during a hysterectomy on (B)(6) 2021 when it was reported, ¿balloon issue on vcare.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported as having been completed with an alternate same-like device causing a 5-10-minute delay. Further assessment questioning to determine what the ¿balloon issue¿ was actually found a change to the event description. The updated event description was reported as, ¿the scrub said that after they inserted, they heard a pop and then were unable to manipulate the uterus. It would only move 360¿. There was no report of device fragmentation or detachment of any components. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6085-201a in unoriginal packaging. Lot number was not verified. Performed a visual inspection, there is a large hole in the pilot balloon. Performed a functional inspection per the IFU, the balloons cannot inflate due to the hole in the pilot balloon. The handle also spins 360 degrees. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history was not reviewed because the lot number is not known. (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Do not use excessive force to avoid traumatizing the vaginal canal. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward ¿cervical¿ cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that 60-6085-201a, vcare 200a - medium, was used during a hysterectomy on (B)(6) 2021 when it was reported, ¿balloon issue on vcare.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported as having been completed with an alternate same-like device causing a 5-10-minute delay. Further assessment questioning to determine what the ¿balloon issue¿ was actually found a change to the event description. The updated event description was reported as, ¿the scrub said that after they inserted, they heard a pop and then were unable to manipulate the uterus. It would only move 360¿. There was no report of device fragmentation or detachment of any components. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.